Manufacturer narrative:
The report of the autopulse lifeband (lot # 175571) will not clip into the autopulse platform was confirmed during the visual inspection. The probable cause for the reported complaint was the broken locking tabs on the hinged belt guards of the lifeband. The observed damage appeared to be an isolated instance of excessive force applied to the hinged belt guards of the lifeband. In addition, during the visual inspection, unrelated to the reported complaint, noticed the autopulse lifeband head end of the band clip was missing. The missing piece was located inside the platform driveshaft likely as a result of user mishandling. The broken piece of the band clip was removed to allow the placement of the lifeband on the platform. Functional testing could not be performed due to the broken band clip. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the lifeband lot number 175571.

Event description:
During patient use, the lifeband band clip had broken off and preventing the hinged belt guard of the lifeband (lot #unknown) from snapping in place to the autopulse platform. The autopulse platform sn (B)(4) displayed user advisory "(ua)12" (lifeband not present) error message. The customer performed 20-30 manual CPR and rosc was achieved at the hospital. Back at the station, a new lifeband (lot #175571) was also noticed with the same issue while just snapping the band clip off and on. The lifeband used on a patient was disposed and the lifeband used at the station was returned for evaluation. No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2022-01952 for the autopulse platform sn (B)(4). MFR 3010617000-2022-02013 for the lifeband (lot #unknown).